Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted for syncope. The implantable cardioverter defibrillator (ICD) device showed pause in pacing consistent with oversensing. However, further evaluation determined the device was working appropriately with normal function of managed ventricular pacing (mvp) and it was confirmed that there was no oversensing. The device remains in use. No patient complications have been reported as a result of this event.